Manufacturer narrative:
Device evaluation by manufacturer: a field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing the error log but could not reproduce problem. Fse cleaned and lubricated main arm assembly, checked alignment, performed tip and cup transfers, performed daily startup, and ran quality control without any errors. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were three (3) similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manual under appendix 4: error messages states the following: [4223] main arm z-axis home overrun. Cause: the home sensor activated improperly after movement of the main arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to main arm assembly needing cleaning and lubrication.

Event description:
A customer reported getting error message "4223 main arm z-axis home overrun" and dropped cups on the aia-2000 instrument. The customer stated the main arm was cleaned and attempted sample run, but error persisted. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for prolactin (prl), follicle stimulating hormone (fsh), beta human chorionic gonadotropin (bhcg) and estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.